Event description:
Reporter indicated that patient felt as though their device was stimulating at a stronger output current than it was programmed to. According to the patient, device normal mode output current has been programmed to 2.25ma for approximately four months. The patient reports feelings of sharp pulses that make them cough. Additionally, the patient reports that they have experienced 5 seizures in a period of 7 days and that "when their device is working" they typically only experience 4 seizures per month.